Event description:
There were no changes to patient condition or anticoagulation status identified that may have contributed to the thrombus formation. No changes to pump parameters were made. Computed tomography scan did not show any outflow pathology and was unable to visualize the inflow due to artifact from the vad.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of the returned device as well as the submitted images, which could have contributed to the report of low flow alarms confirmed through the evaluation of the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), examination of the lumen of the inflow cannula revealed a pink, ring-shaped, tissue-like deposition obstructing the blood flow path at the distal-end. The structure of the thrombus formation suggested that it developed within the distal-end of the inflow cannula over an undetermined amount of time while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces within the returned device revealed thin layers of coagulated blood within the pump outflow and the sealed outflow graft attachment. The lack of structure of these depositions suggested that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow, or blood remaining in the device post-explant. Further examination revealed no further evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms captured in the submitted and retrieved log file data. The inflow cannula deposition was sent to epl for histopathology analysis. Per the analysis the submitted samples were fibrin clots comprised of hyalinized homogenous pink material interpreted as fibrin admixed with serum proteins. Very rare host cells were observed. Interstices in the fibrin clot, many of which were cleft-like, sometimes contained granular debris interpreted as platelets, other cell debris, and the membranes of swollen red blood cells. One of the clots had a cylindrical shape but there was very little in terms of structure other than the interstices and a suggestion of lamellation in one area. No organisms were observed. The lack of structure and sparse host cellularity suggested that the clot was not of great age, and probably an acute duration between 1-7 days. Evaluation of the lvad event and periodic log files retrieved from (B)(6) revealed persistent low flow events on (B)(6) 2021. These events appeared consistent with the reported events, the findings from the submitted log files, and the finding of an occlusive deposition within the inflow cannula. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10mar2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had low flow alarms and the patient was admitted for fluid overload. The pump had a reduction in blood volume. Blood pressure was low, in the 50s. Inflow occlusion was most likely. The patient underwent pump exchange and a pannus formation was found within inflow cannula. Flows returned to normal at 4.9 lpm at 5700 rpm after pump exchange and the old pump will be returned for evaluation.